Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trend data shows threshold measurements varied from an average of 0.875v up to greater than 2.5v.

Event description:
It was reported that there was slowly decreasing impedance which may be caused by insulation defect on the lead. It was also reported the capture management does not work correctly on the device. Manual measurements revealed threshold lf set at 1.0/0.4, capture management measured > 2.5v. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device and lead was replaced.